Event description:
The pt underwent an egd with biopsies. After the forceps was placed into the endoscope, a portion of the metal tip fell into the esophagus. The scope was immediately removed. The metal tip could not be retrieved or located.